Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review captured several low voltage hazards and power cable disconnects while on battery power. It was recommended to check the batteries and clips integrity and clean the contacts. Due to the frequency of the low voltage alarms on battery support, the hospital replaced the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of several low voltage hazards and power cable disconnect alarms active was confirmed via the submitted and downloaded log file; however, the reported event was not confirmed via the returned controller. The heartmate ii pocket controller (serial number (B)(6) was returned to abbott and a log file was downloaded. The downloaded log file labeled (B)(6) and the submitted log file labeled (B)(6) contained overlapping data spanning approximately 6 days (04jan2022 ¿ 10jan2022 per the timestamp). The log files captured atypical power cable disconnect alarms active on 05jan2022 from 14:46:48 to 15:08:19 and on 08jan2022 at 15:46:22 due to the rsoc voltage in the white power cable dropping below the expected voltage threshold. During this time, the voltage measured between 0 volts and 0.2 volts. The alarms resolved on their own when the rsoc voltage was restored to their expected voltage threshold and pump speed was not affected by the alarms. The heartmate ii pocket controller was returned to abbott burlington with cuts/bite marks on the white power cable. The system controller was functionally tested at abbott burlington and passed all steps without issue. The system controller operated on a mock loop for an extended period of time with no issues or alarms active. An insulation test was performed and passed without issue. A cable continuity test was then performed, and both cables contained elevated resistances on some underlying wires. The outer polyurethane jacket was removed to reveal that there were minor kinks in the underlying wires with no exposed conductors. This is consistent with early stages of conductor breakdown. Provided information stated that the low voltage hazard alarms and power cable disconnect alarms resolved with a controller exchange and there was no additional troubleshooting completed on the controller. The root cause of the reported event could not be conclusively determined through this analysis; however, early stages of conductor breakdown and elevated resistances in the power cables could have contributed to the reported event. Incidental finding: fluid ingress in the power cables the device history records were reviewed and the records revealed the heartmate ii pocket controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii pocket controller (B)(6) was shipped from abbott on 29may2017. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for dirt, grease, or damage. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Following the controller exchange the low voltage hazards and power cable disconnects resolved. The patient remained stable.